Event description:
It was reported by the affiliate that during an unknown procedure, during the magazine introduction into the stapler the fins broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned. Damaged cartridge. (B)(4).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Cartridge damaged. The analysis results found that a sr75 reload was received with both gripping surfaces broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. Although no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at final inspection. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.